Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 control panel mrp lost power prior to going on bypass. Further inspection found that the trip switch had popped out. There was no patient involvement. Follow-up communication with the customer has revealed that the facility had been using a replacement control panel mrp on the same pump module without issue. A sorin group field service was dispatched to the facility to investigate the reported issue. The service representative inspected the involved unit and performed a serial readout. The unit was found to be functioning without any errors. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 control panel mrp lost power prior to going on bypass. Further inspection found that the trip switch had popped out. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The complained control panel mrp and the mast roller pump were returned to sorin group (B)(4) for detailed investigation. Visual inspection did not identify any abnormalities or defects related to the reported issue. The pump was tested in both directions and no issues were found. An nvmem readout was performed and no faults were identified. All connections in the pump were conforming and a 48 hour test run at various speeds and configurations did not identify any deviations. The pump cover and variolock clamp were replaced due to damage and a technical safety inspection was successfully performed. The devices were returned to the customer. As the issue was not reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.